Event description:
It was reported that a large volume infusor leaked from the flow restrictor. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: device manufacture date ¿ the lot was manufactured between january 27-28, 2023. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed and did not show evidence of a leak from the flow restrictor. The photograph showed an infusor device contained inside the package. Therefore, the leak report was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.